Event description:
Reporter alleged obtaining a discrepant blood glucose result of 40 mg/dl back to back with a result of 110 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that he took insulin based on a sliding scale after obtaining the last reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.